Manufacturer narrative:
UDI: the corresponding lot is not subjected for UDI; implanted date: device was not implanted; explanted date: device was not explanted; occupation - distributor. Investigation findings is based upon evaluation of the actual device return; 213 is based upon evaluation of the retention samples, 114 is for the actual sample. Based on the results of our simulation and investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or manufacturing process. As stated on the complaint details, the actual complaint sample was used for transfusion purposes wherein the catheter was placed on the right elbow of the patient up to four days. Although a definitive cause could not be confirmed, specifically, some dents, deformation and hole were found on the catheter tube body and a clean cut was observed on the detached distal portion of the catheter tubing. Assessment determined that the condition of the returned sample and simulated sample is most consistent with inadvertent re-insertion of the catheter tube and clean cut were encountered during or just before the removal of the catheter tube. In addition, the maximum insertion of the catheter tube on the dummy arm is a little bit longer with the tube that was remained on the hub (about 1mm) of the actual sample. Therefore, if there is a hole or damage on the exposed part of the tube, leakage will be immediately noticed. But as stated, the actual complaint sample was used effectively for four (4) days which evidently manifest that the device performed properly for many days without leakage. Verification of retention samples showed no related defects on catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of > 14.71 n. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester. The catheter tube elongates, and an evident dent was observed however, no breakage, or holes was noted on the catheter tube that could result to the complaint. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip, and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no nonconformities, or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. (B)(4).

Event description:
The user facility reported that when removing the catheter, it was found that the catheter had broken in the patient's body. The patient is an adult female, clear conscious, undertaken operation on (B)(6) 2020 evening. The anesthetist used a sr+ox1864c9 for transfusion purpose; the puncture site is at the medial of right elbow. The IV cath was left for almost four (4) days, plan to remove on (B)(6) 2020 before discharged. When nurse removed the tape, and tried to pull out the IV cath align with arm curve parallelly, she felt something was wrong, like a rupture on the cath. Then she found the majority of the cath was left in patient's body. The patient was sent to the or to remove the remaining cath. There is neither severe adverse response nor permanent damage to the patient. Additional information was that the patient's left hand was wounded, therefore, all daily activities, like eating, grabbing, scratching replied on her right hand.